Manufacturer narrative:
Despite numerous attempts, no detailed information regarding the patient or the incident was able to be obtained from the reporting hospital. The guard portion of the device is to prevent the et tube from being severed or occluded and appears to have functioned as intended. Patient sedation may have been inadequate to prevent such forceful biting by the patient.

Event description:
It was reported that the patient bit down on the tube protection sleeve (guard) of the anchorfast guard endotracheal tube fastener and broke two front teeth. Despite numerous attempts, no further information was able to be obtained from the hospital.